Manufacturer narrative:
The previously reported evaluation conclusion, method, and result codes no longer apply. Analysis of the pump identified no anomalies. Analysis of the catheter identified damage to the transition tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 20mg/ml morphine at 2.5mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the hcp did a side port study and was unable to get any cerebrospinal fluid (csf) back. The patient was referred for a revision. The hcp opened the pocket and disconnected the catheter and got no csf return. The hcp cut the back incision open and cut the catheter but still got no csf flow. The catheter and pump were both replaced. The issue was resolved at the time of the report, and the patient's status was noted as alive-no injury. No further complications were reported.